Event description:
This is filed to report loss of fluid column. It was reported that during device preparation the steerable guide catheter (sgc) lost fluid column. Another sgc was used to proceed with the procedure. There was no patient involved with the issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.